Event description:
Report received from the USA regarding a hand piece device in which it was reported that the device "does not work." The following were unknown to the reporter: whether the device was used during surgery, if there were any delays with surgery, and if injuries or medical intervention were required. The reporter stated that the device was left in the repair box with no additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The hand piece device was received for evaluation. The device was tested and the reported condition could not be duplicated and could not be confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).